Event description:
It was reported that the patient had increase pain. The physician did not know if it was pump related. The physician reported that the cause of the event was questionable pump malfunction due to line occlusion at attachment to pump. The location of the pain was unknown. A dye study was done. The pump was replaced on (B)(6) 2015. The pump system was delivering fentanyl. The patient's status at the time of report was "alive- no injury." It was noted that the patient had not recovered, symptoms/issues ongoing, but "better."

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h824471704, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, lot# h824471704, implanted: (B)(6) 2012, product type: catheter. (B)(4).